Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-rays were reviewed by cpd from an engineering perspective. Patient received left patellofemoral joint replacement in 2010 and has expressed complaints of discomfort, reduced mobility, and a ¿snapping patella.¿ the complaint report was accompanied by an MRI from 2009 prior to primary implantation and x-rays from (B)(6) 2010 and (B)(6) 2013 following primary implantation. A visual comparison between pre-op and post-op patella thicknesses suggests that the patella resection was likely to be notably thin, resulting in a residual patella nearing 20mm thick (as measured by the x-ray viewer software). An atypically thick residual patella may contribute to restricted range of motion or discomfort. Whether this is the direct root cause of the patient¿s reported condition is unknown. The origin of the reported snapping cannot be determined. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient has received a femoral patellar prosthesis on (B)(6) 2013 (left side). After an initially good running they marked a reduction of patella mobility ((B)(4)). At the next control on (B)(6) 2011 growing discomfort with a strong snapping patellar. On (B)(6) 2013 the patient was at the doctor again the complaints have continued to increase and it certainly need a change of prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Not returned.